Manufacturer narrative:
(B)(4). A section of the implanted device was returned to vascutek for analysis. The analysis confirmed that the sample returned was structurally sound with no abnormalities detected. Water porosity testing was carried out and all acceptance criteria were met. A complete review of the manufacturing process, manufacturing and qc records was carried out. This confirmed that there were no issues with the manufacture of the device. A review of the sterilisation records was carried out and confirmed that all acceptance criteria were met. Textile analysis was carried out on the base fabric of the device section returned. The section was found to be structurally sound with no visible abnormalities detected. The sample was examined using a scanning electron microscope (sem) and no issues were identified in the structure of the sample returned only a section of the device was returned to vascutek for analysis. No failure in the device was identified from the investigation and analysis carried out by vascutek. It was not possible to confirm the complaint or identify root cause of the event. In conclusion it was not possible to determine the root cause of the leakage by the investigation carried out by vascutek. In the last 5 years vascutek have had reports of (B)(4) leakage events vs a sales rate of (B)(4) giving an incidence rate of (B)(4). Vascutek's rate of leakage with this product range is very low and ongoing trending indicates no negative trend. Any change detected during ongoing monitoring and trending of complaints will result in corrective action being considered. Vascutek now considers this complaint to be closed.

Event description:
Vascutek was notified of a bleeding event with a gelweave graft during surgery for replacement of the ascending aorta. The surgeon experienced bleeding from the graft 1 hour after reperfusion of the patient. The surgeon used fibrin glue and similar agents to stop the bleeding